Event description:
The reporter stated that during a lower limb surgical procedure, using the parta arthrodesis nail system, it was found that the threaded tip of the nail fixation axis was broken and it was impossible to fix the nail to the jig. The senior surgeon had to be called and the nail was implanted free hand. The tourniquet had to be released twice as every step of the surgery was delayed and no compression could be applied. The surgical procedure was prolonged by about three hours.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.